Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, with caller unsure how damage occurred and describing it as normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and was provided replacement pump, with technical support confirming shipping details, instructing customer to place damaged pump into storage mode and return it with a prepaid label, and advising customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.